Manufacturer narrative:
A hedron ia spacer (1212.0611s, 26x34, 11mm, 8deg) was reported to have an anchor fully back out and migrate away from the cage. According to the rep, the patient has no negative effects from the incident. The surgeon has decided not to pursue a revision surgery and will proceed with increased monitoring of the patient. There were no reported contributing causes to the event such as trauma, illness, or previous surgery. The rep reports that the proper surgical technique was followed including using the blocking screws. The rep also noted that there was an x-ray of the surgeon using the blocking screw driver, however it was not clear which blocking screw was being turned. The part was not yet returned for evaluation as it remains in the patient. Therefore, the cause of the failure cannot be established at this time and the complaint is indeterminate. Possible failure modes include, excessive in-vivo forces causing failure of the blocking screw, improper surgical technique by forgetting to turn the blocking screw, or insufficient torque used to tighten the blocking screw into position, among other possibilities. There is simply not enough evidence to draw a final conclusion. The complaint will be re-opened if the part is returned for evaluation or if more information becomes available. Out of an abundance of caution, the rep will be submitting their torque-limiting blocking screw drivers as complaints to confirm the proper torque spec is being delivered to the blocking screws. A risk reconciliation was performed and concludes the observed risk is within the expected risk level.

Event description:
It was reported that the was a hedron ia spacer with hardware failure, the original surgery was on (B)(6) 2026. The superior anchor completely backed out and is free floating in the patient.